Manufacturer narrative:
Patient information was unavailable from the site. E) facility was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a catheter. It was reported that the passive catheter introducer (pci) tips which were being used instead of the stylets were getting stuck on catheters. No further information was provided.